Event description:
The patient was enrolled in the flexibility clinical study (B)(6) on (B)(6) 2020 with patient identifier (B)(6). It was reported that a patient death occurred. Transesophageal echocardiography (tee) four days prior to the index procedure revealed a left atrial appendage (laa) lobe with an ostium diameter of 20mm and a length of 33mm. Echocardiography on the same day revealed that the patient's left ventricular ejection fraction was 30%. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 20.0mm. The patient was discharged home following the procedure on aspirin (100mg) and clopidogrel (75mg). During a follow up visit forty one (41) days post index procedure, tee assessment revealed a complete seal with no evidence of thrombus. One hundred sixty nine (169) days post index procedure, the patient died. The patient was on aspirin (100mg) and clopidogrel (75mg) at the time of the event.